Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, deformation of the device was noted. A conclusive root cause of the event could not be determined. Corrective action has been initiated to address the reported issue. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02202 / 02203).

Event description:
It was reported that during a hip arthroplasty, two poly liners would no seat into the cup. Two screws were removed from the cup, and a third liner was used. The third liner would not initially seat. The dome plug was removed from the cup, and the third liner was used to complete the procedure. A thirty minute delay in procedure occurred.